Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/soln set with standard blood filter leaked from the tubing just above filter. This was further described as ¿while bedside rn (registered nurse) was starting a blood transfusion and priming the line it was discovered there was a leak in the line after blood had already been spiked. The leak was not noted with priming saline.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.